Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against product code 217863134 found previous similar reported events. Previous investigation into this complaint found root cause is attributed to excessive torque applied to the handle while tightening stems. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral/tibial wrench would not clamp down onto the stem.